Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that she read about a case where someone had an ins that lead to a stroke. No additional information was available about this case from the caller and follow-up is not possible at the time of this report. No device malfunctions were reported.